Manufacturer narrative:
Correction field h6: impact codes. The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of erosion or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for erosion-related allegations.

Event description:
It was reported that the patient touched the incision site and the insertable cardiac monitor (icm) fell out. The device was returned to the clinic with the patient at their next follow up appointment. It was also mentioned there was insertion difficulty with the device. No replacement device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient touched the incision site and the insertable cardiac monitor (icm) fell out. The device was returned to the clinic with the patient at their next follow up appointment. It was also mentioned there was insertion difficulty with the device. No replacement device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field b5: describe event or problem. The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of erosion or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for erosion-related allegations.

Event description:
It was reported that the patient touched the incision site and the insertable cardiac monitor (icm) fell out. The device was returned to the clinic with the patient at their next follow up appointment. It was also mentioned there was insertion difficulty with the device. A replacement device will be needed. No additional adverse patient effects were reported.